Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4) alleging his onetouch verioiq meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged issue first began. The patient did not state what readings were obtained on the lfs meter. The patient reported readings of ¿90 and 96mg/dl¿ were obtained on another meter. The patient did not state if he made any changes to his usual diabetes management routine on the day of the alleged issue. The patient did not state if he developed any symptoms or received treatment in response to the alleged issue. The cca was unable to troubleshoot the alleged issue. This complaint is being ruled out due to the following conclusions: based on the information provided, there is no evidence that the product caused or contributed to an adverse event. The patient did not provide any blood glucose readings, symptoms or treatment from a healthcare professional indicating an acute complication of diabetes occurred. However this complaint is being reported because the alleged inaccuracy issue was not resolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.